Event description:
It was reported that during a thyroidectomy procedure, the tissue pad was flaking off. Some of the tissue pad fell into the pt, but was removed with suction. Another device was used to complete the case with no pt consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.